Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens -10.5 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 refractive surprise was noted by the surgeon. The lens was exchanged for a similar lens of different diopter on (B)(6) 2017 and the problem was resolved. (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.5 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 a refractive surprise was reported by the surgeon. The lens remains implanted.